Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular lead impedance was found to occasionally drop below 100 ohms. The lead was removed.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 31.5 cm from the connector pin. The damaged insulation caused a short circuit, which caused the low lead impedance problem.

Manufacturer narrative:
No medwatch form was received.